Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported "leaking" against right side device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, white particle inside the device and wear abrasion. A microscopic analysis was performed which identify striated opening in the anterior. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
The device has been explanted.